Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one extended opening, brown particles material on the shell, and fold creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified one sharp crease opening and wear abrasion. Based on the device analysis the final assessment was one sharp crease opening assessed as fold flaw opening.

Event description:
Health professional reported a left side rupture. Device has been explanted.